Manufacturer narrative:
The reason for this revision surgery was an infection that caused loosening of the components. A multi-stage revision was necessary. The previous surgery and the revision detailed in this investigation occurred over 7.3 months apart. The healthcare professional indicated there was a life threatening, serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through acceptable sterilization processes and was within it's respective expiration date at the time of use during the previous surgery. Customer complaint history of the device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to an infection. The root cause for the infection was not reported. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of (B)(4). Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an infection causing loosening of all the components; a multi-stage revision was necessary.